Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2202-0007 and lot# 24066673 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. We have had a few patients who had to stop their lipid infusion because the tubing was not working. No serious injury, but patients went several hours without lipids. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? We began to see this intermittently beginning 11-11-24. 3. Total number of occurrences? I do not have an exact number, but at least 10 times in the last 3 weeks. 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The tubing that we were able to collect was sent to xxxx.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was occluded the following information was received by the initial reporter with the following: it was reported by the customer that we encountered the same issue again with 2 sets, both same lot#: (24066673), I have both sets in my possession for review.